Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced chronic pain, hemorrhage, inflammation, dyspareunia, mental health issues and other dues to erosion of the mesh. No additional information was provided.

Manufacturer narrative:
Additional b5 narrative: it was reported that the patient had multiple surgeries to remove the mesh on an unknown date. H6 patient code: 3189 - surgical intervention.

Manufacturer narrative:
Date sent to FDA: 03/26/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.